Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 25-sep-2022 to 24-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station went black due to the auxiliary cabinet's drawer failure. A field service engineer replaced the drawer controller board and pyibus controller board to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis medstation es system screen went black, drawer failure in the emergency department. The customer stated that the station held the critical medications, rapid sequence intubation kits, and other lifesaving drugs, causing a patient safety risk. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station went black screen due to the auxiliary cabinet's drawer 5-1 failure. A field service engineer replaced the drawer and communication bus controller boards to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system screen went black, drawer failure in the emergency department. The customer stated that the station held the critical medications, rapid sequence intubation kits, and other lifesaving drugs, causing a patient safety risk. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.